Event description:
It was reported that the patient with this pacemaker had exhibited an allergic reaction. Reportedly, the patient had an allergic reaction to nickel after the initial implant of this pacemaker. The patient was seen in clinic and the device was found to have reverted to safety mode. As of this time, this pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker had exhibited an allergic reaction. Reportedly, the patient had an allergic reaction to nickel after the patient's first device was implanted. The patient was seen in clinic and the device was found to have reverted to safety mode. As of this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information was received, this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.